Manufacturer narrative:
- Filler was injected and is not accessible for return. - off-label use into cheek; device is indicated to correct moderate to severe nasolabial folds and for lip augmentation. - no hospitalization or surgical intervention has been reported. Patient not recovered to date. Since unknown outcome = f12. - further information regarding event, product, or patient details has been requested. No additional information is available to date of this report.

Event description:
Healthcare professional reported a patient received treatment with saypha filler lidocaine in the cheek area in (B)(6) 2024. From (B)(6) 2025 the patient underwent dental treatment with extraction of 3 teeth, antibiotics administered continuously, treatment was completed in november. From (B)(6) 2025 patient noticed 2 lumps, ent ordered MRI - granulomas were found here, 5 days administration of clavemos. Additional information provided by the healthcare professional state that the initial treatment was conducted in (B)(6) 2024. Both sides were treated. Granulomae present on both sides (19 and 13 mm, respectively) according to MRI. Twelve day penicillin treatment did not show any effect. Surgical intervention may be indicated.